Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer receiving bupivacaine 20 mg/ ml at 13.381 mg/ day and dilaudid 10mg/ml at 6.690 mg/ day via an implantable pump. The indications for use were complex reg pain syndrome type I and spinal pain. The patient reported a ptm code 8476. The patient also heard an alarm. The patient had not had any imaging done or around any emi as the patient had not left the house. The patient had notified the healthcare provider and was told to contact the manufacturer. The patient's refill was due (B)(6) 2016. The patient did not experience any symptoms. On (B)(6) 2016 the healthcare provider reported that a motor stall was seen on initial interrogation. The healthcare provider was given the passcode to silence the alarm and turn off the pump. Per the healthcare provider the pump was likely going to be explanted and not replaced on (B)(6) 2016. The patient reported not feeling well when this happened, (when the patient heard the alarm and the stall was found). The patient had oral medications though so did ok. Troubleshooting included interrogation of the pump. The interventions taken to resolve the motor stall was reported as scheduled for surgery. The cause of the motor stall was not determined.